Event description:
It was reported through literature that an asahi fielder xt guide wire, an asahi fielder xt-r guide wire, an asahi gaia next 2 guide wire and an asahi caravel microcatheter might have caused or contributed to vessel perforation and cardiac tamponade, requiring additional treatment. Interventional cardiology (2025) 17, s28: 714-718, title: case report on lad perforation during cto-pci sealed by coil embolization [excerpt] case presentation a 57-year-old man was referred to our united hospital with a 6-month history of intermittent compressive chest pain occurring both at rest and on exertion. His symptoms had progressively worsened over the previous 2 months despite receiving optimal medical therapy at the maximum tolerated doses. The patient had a 10 year history of hypertension but no relevant family history of cardiovascular disease. He had been on optimal medical therapy for coronary heart disease. On admission, his blood pressure was 120/80 mmhg, and his heart rate was 72 beats per minute. Electrocardiography (ECG) demonstrated nonspecific st-t wave changes in leads I, ii, iii, avf, and avl. Laboratory evaluation showed normal cardiac enzyme levels. Transthoracic echocardiography (tte) revealed a left ventricular ejection fraction (lvef) of 62% without regional wall motion abnormalities. Diagnostic coronary angiography (cag) demonstrated 90% stenosis in the left circumflex artery (lcx) and obtuse marginal branch 2 (om2), along with total occlusion of the proximal left anterior descending (lad) artery (figure 1a-figure 1c). The patient and his family declined coronary artery bypass graft (CABG) surgery; therefore, the primary treatment strategy was to attempt revascularization of the lad cto lesion. An antegrade approach was selected, with the right femoral artery used as the primary access route and the right radial artery used for additional support. The initial attempts were made using fielder xt, fielder xt-r, and gaia next 2 guide wires (figure 2a-figure 2c). However, the caravel microcatheter could not be advanced across the tight lesion. Therefore, predilatation was attempted using a 1.25 10 mm balloon followed by a 2 12 mm non-compliant (nc) balloon. Unfortunately, the wire was found to be in a false tract, which resulted in a type iii lad perforation with subsequent cardiac tamponade. Emergency pericardiocentesis was performed (figure 3a, figure 3b). The lad perforation was successfully sealed using 2 mm and 3 mm hilal coils (figure 4a-figure 4c). Following the procedure, the patient remained stable, and bedside echocardiography showed no remaining pericardial effusion. He was monitored in the coronary care unit (ccu), with the pericardial drain removed the next day. The patient was subsequently discharged in good health without any further complications. Fielder xt: MFR report #: 3003775027-2025-00253, fielder xt-r: MFR report #: 3003775027-2025-00254, gaia next 2: mrf report #: 3003775027-2025-00255.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number. As the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Device evaluation could not be performed because the affected devices were not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. The literature indicated no damage of the caravel microcatheter. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria. Referring to known similar events, vessel perforation and cardiac tamponade were most likely associated with patient anatomy and procedural context. Therefore, although it was concluded that there was no anomaly in product quality, a possibility could not be completely ruled out that this microcatheter might have caused or contributed to the vessel perforation. No CAPA will be taken. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] vessel dissection or perforation, hemorrhage or hematoma.